Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01345. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of one lead. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead had high impedance so both leads are being reported.